Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive, preventing the user from powering the device to initiate a needed firmware update; the user planned to place the ilet on the charger and attempt the update at home, and troubleshooting and education were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key or button, with the affected component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.